Event description:
A malfunction was reported on the pump, but there were no notable events prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on their blood glucose levels. Technical support provided the customer with information on how to reset the pump and assisted with the reset. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support if the malfunction code appears again, and they understood this instruction.